Manufacturer narrative:
The device was not returned for evaluation. The complaint for valve regurgitation was confirmed based on medical record. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "one year and four months post implantation of a 29mm sapien 3 valve in aortic position, the valve was explanted and replaced with a 27mm surgical valve due to aortic regurgitation of an unspecified type." Per the instructions for use (IFU), valve regurgitation, including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As initially reported by edwards implant patient registry, one year and four months post implantation of a 29mm sapien 3 valve in aortic position, the valve was explanted and replaced with a 27mm surgical valve due to unknown reasons. Per medical records, the valve developed aortic regurgitation of an unspecified type approximately 1 year and 4 months post implantation, which had led to damage of the aortic root at the junction of the non-coronary and right coronary leaflets, which required some repair. There was calcium present in the native aortic annulus that was excised. The aortic root was repaired with pledgeted sutures and a teflon patch, before a 27mm tissue pericardial valve was implanted. The type and cause of the aortic regurgitation of the sapien 3 valve was not indicated. Additional information was received through the early tavr study. The patient was admitted for surgical aortic valve replacement due to prosthetic valve stenosis.

Manufacturer narrative:
Updated sections b5 and h6- device code.

Manufacturer narrative:
The device was not returned for evaluation the complaints for valve regurgitation and valve stenosis were confirmed based on medical record. A review of the device history record, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of instructions for use/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation, including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. While a definitive root cause was unable to be determined, it is possible that patient factors (stenosis) may have contributed to the pvl. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to insufficient information, a definitive root cause for the stenosis is unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Updated b5 and h6- device and clinical codes.

Event description:
As reported by edwards implant patient registry, one year and four months post implantation of a 29mm sapien 3 valve in aortic position, the valve was explanted and replaced with a 27mm surgical valve due to aortic regurgitation of an unspecified type. Per medical records, the valve developed aortic regurgitation of an unspecified type approximately 1 year and 4 months post implantation, which had led to damage of the aortic root at the junction of the non-coronary and right coronary leaflets, which required some repair. There was calcium present in the native aortic annulus that was excised. The aortic root was repaired with pledgeted sutures and a teflon patch, before a 27mm tissue pericardial valve was implanted. The type and cause of the aortic regurgitation of the sapien 3 valve was not indicated.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by edwards implant patient registry, one year and four months post implantation of a 29mm sapien 3 valve in aortic position, the valve was explanted and replaced with a 27mm surgical valve. The reason for the explant is unknown.